Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that motor stall was seen at initial interrogation. It was unknown if the patient recently have a magnetic resonance imaging (MRI). Rep stated she received a text today from the hcp inquiring what the patient programmer code (B)(4)was as that was what the patient was seeing on their programmer. The rep had no other details about the issue. No medical symptoms were reported. No further complications were reported.